Event description:
When the drill is loaded superior, the drill bit hits the nail¿s inferior. When the drill bit is loaded posterior, the drill bit hits anterior.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device has been in the field for approximately six years, manufacturing date has been requested. The part number and lot number of the complaint matches the top level device history report (DHR) part number and lot number. Review of the top level DHR shows that there were no issues during the manufacturing of the product, that would contribute to this complaint condition. Review of the component level dhrs indicate mrr (manufacturing review report) 1998 was written against component sd357.019.01 for a nonconformance and may have been a contributing factor to this issue. Review of the remaining component part dhrs shows that there were no issues during their manufacturing that would contribute to this complaint condition. The investigator has recommended that DHR and manufacturing reviews be conducted on the other instruments used in conjunction with the sd357.019 during this surgery (example: aiming arm, guide sleeve, drill and nail).the amount of time that this part has been in the field should also be investigated, since it has been approximately 6 years since it was manufactured. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional x-rays were taken due to complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device is in average condition; only minor sign of wear along edges where the anodizing has worn off. The static holes on the sd357.019 were inspected using gp23 and were found to be in specification at diameter 12.01. Specification on the print is diameter 12.036 to 12.0. There is no visible damage on the sd357.019 that cause the complained condition. The mating part 03.010.063 was also returned with the complaint. The shaft diameter was measured with om153 and found to be within tolerance at diameter 11.97. Acceptable tolerance range for this part is diameter 11.98 to 11.96. The complaint could not be reproduced and sd357.019 was manufactured to print, therefore this complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while drilling the proximal interlocks during a femoral nail procedure the surgeon was using an ex retrograde/antegrade femoral nail and sd static targeting handle, the 4.2 drill bit was hitting the nail. The black sd static targeting handle was removed, and the surgeon continued the drilling procedure by freehand technique without the black sd static targeting handle. The drill bit passed through the nail's hole properly and without further incident. The surgery was completed with a 5 minute delay, due to the event. This is report 2 of 2 for (B)(4).